Event description:
Equipment was used on pt. Stopped two/three times. Found gas leakage. Equipment switched on/off 2-3 times, starts again functioning. This problem occurred several times. Checked and found safety valve pull magnet giving intermittent problems. So problem was found with pull magnet in pc board (6079110).